Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "suspected rupture" diagnosed via ultrasound. Later healthcare professional reported "rupture" diagnosed via MRI. This record is for the right side. Device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported "suspected rupture" diagnosed via ultrasound. Later healthcare professional reported "rupture" diagnosed via MRI. This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as surgical damage and fold flaw opening also observed missing piece of shell assessed as inconclusive. As per the investigation procedures, creases, non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.